Event description:
The resident was placed in her bed at approximately 11:55 pm and then at 1:10 am was found unresponsive and partially off of bed with her head between mattress and siderail. The resident was placed back in bed and found to have no vital signs. The resident was a dnr. The nurse notified the md on call and the don. The authorities were then contacted which included the police department and the medical examiner due to the unusual nature of this incident. The medical examiner ordered an autopsy, and the body has been released to the state medical examiner's office. The family was notified of the death and is aware of the incident.